Event description:
It is reported that pt stated they were walking and felt and heard a pop on the lateral aspect of the left thigh. This caused an increase in pain in that area. Upon x-ray, it was determined that there was a non union at the fx site and the plate had broken.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).